Event description:
The ethicon endo-surgery 35mm stapler (reference: tsw 35, lot number: d4g61n, expiration date: 12/2011) release button popped before the staple handle was completely depressed, and not all the staples were deployed. The patient did not retain any staples.